Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they were experiencing high blood glucose. Customer blood glucose was 540 mg/dl. Customer was treated with manual injection or insulin pen for high blood glucose. Customer was using insulin pump within 48 hours at the time of event. It was unknown whether the customer was using auto mode feature or not. Customer also stated that they were alleging under delivery of insulin on insulin pump. The insulin pump will not be return for further analysis.